Event description:
This pt experienced a progressive loss of electrodes and decreasing performance with their implant. Pt will be explanted and reimplanted. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.